Event description:
Patient here for bronchoscopy. Started procedure at 0924 with no problems. After approximately 5 minutes, scope stopped showing picture on either screen. Staff made sure all outlets were plugged in correctly and tried turning the scope off and back on with no success. Resource rn as well as biomed rep notified. Biomed to procedure room. At this point it was found that another scope would work in same machine and that there was a problem with the loaner scope.